Event description:
It was reported that a pump declared a cartridge change error, and the customer noticed damage to the push rod with the black sleeve falling off. Although there was no adverse impact to the customer's blood glucose level, cts recommended contacting a healthcare professional for backup therapy as none was reported by the customer. Cts guided the caller through inspecting the cartridge and pneumatic tap area, confirming the o-ring was undamaged, and assisting in cleaning the area to resolve the issue. Based on the photo verification, cts considered whether a pump replacement was necessary.